Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented to the clinic for a routine post-implant follow up. Interrogation of the device revealed the managed ventricular pacing (mvp) feature turned "on". The clinic's devices are ordered with custom programming requirements; most specifically that the mvp feature be turned off. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.